Event description:
Philips received a complaint from a customer regarding a v60 ventilator indicating blower motor overheating, with a ¿blower temperature high¿ condition. The customer reported error code 1122: check vent ¿ blower temperature high recorded in the significant log. The device was being used to create a treatment plan for respiratory assist and was connected to a patient at the time the issue was identified. However, there was no harm to the patient or user, no medical intervention was required, and no delay in therapy was reported. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported error. The customer stated that although the annual preventative maintenance (pm) had been completed two weeks prior, the issue could not be reproduced during troubleshooting. The customer also noted that the motor controller printed circuit board assembly (mc pcba) displayed 79 operating hours and had not been previously replaced, indicating it was the original board installed during manufacturing. Based on the reported condition, replacement of the mc pcba was recommended. The customer also requested the part number for the blower assembly. The rse provided the relevant part identification numbers for both the mc pcba and the blower assembly to facilitate repair. As part of the good faith effort (gfe) response, the failure was confirmed by reviewing the device log. The unit was turned off and allowed to cool before resuming use, limited to CPAP mode. The blower control pcba was replaced, and testing could not reproduce the reported issue. The device subsequently passed performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time, although the complaint file will be reopened if additional information is received. Based on the information provided and/or service performed, it was confirmed that the unit did not meet product specifications, and the mc pcba failure was determined to be the cause of the reported issue.